Manufacturer narrative:
A medtronic representative reported that they suspected the reference frame moved during the procedure. However, the movement could not be performed.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision of 5mm had occurred. It was reported that the imprecision was observed when an instrument made contact with the patient's nose. Crosshairs showed that the 5mm imprecision was in the anterior direction. The site attempting to perform a second registration without success. The navigation system was restarted and a successful registration was performed. The representative suspected that the reference frame moved but could not confirm the movement. There was a reported delay to the procedure of 10 minutes due to this issue.